Event description:
It was reported the patient's ((B)(6)) programmer displayed a message indicating that his ipg has reached its end of life. Based on the program settings provided, the message is indicative of premature battery depletion. Surgical intervention will be undertaken at a later date to replace the patient's ipg.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.